Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, one year post-op, the patient was revised due to reduced flexion and extension range of motion. Only the tibia was revised. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown articular surface - unknown. Unknown - unknown femoral component - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant fit and alignment are maintained. Bone quality is osteopenic. There is no fracture, implant loosening or other abnormality. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.